Manufacturer narrative:
The reported event of an interrogation anomaly was not confirmed. The device was received in eol with no output. The device voltage, current, and lead impedance measurements were not available due to device in eol. The device was cut open for further testing. The device voltage, current, and lead impedance measurements were successful once the device was connected to a power supply. In-circuit voltage and current measurements with various settings were normal. Longevity assessment was performed, and the device exceeded projected longevity.

Event description:
During follow-up, the device could not be interrogated. The device was explanted and replaced to resolve the issue. The patient was in stable condition.